Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient had a fall and was defibrillated twice. Thereafter, the ipg failed to establish communication with external devices. Attempts to recover the ipg were successful.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.